Manufacturer narrative:
(B)(4). Device passed the operating currents, self test and displacement test. No low battery alert anomaly and no unexpected restart alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer able to complete rewind. The troubleshooting was performed for the insulin pump error alarm. The customer was calling back after completing pump error alarm troubleshooting and receiving another pump error alarm after a battery change. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.